Event description:
The customer was hospitalized for high blood glucose. The customer reported that they had ketones and high heart rate. Troubleshooting was performed. The programming and histories in the pump were accurate, in specifications. Instructed customer to call back to perform the high-pressure test when clamp arrives.